Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013 the patient was taken to the hospital and treated by nurse educators for hyperglycemia and ketones. The patient was diagnosed with ketoacidosis. The patient thinks the infusion device did not deliver and accurate amount of insulin. The infusion device was requested to be returned for product evaluation

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications.